Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2019-12280, 2017865-2019-12281, 2017865-2019-12282, 2017865-2019-12283. It was reported by a non-health care professional that the pre-syncopal and dyspneic patient presented with vibrations in his chest. It was also reported that the leads twitched when the physician tested the system. The following physician¿s office indicated that the patient had a history of complaints that could not be verified in clinic. No resolution was reported, and the patient was stable.